Manufacturer narrative:
Alleged failure: the top iris port would not illuminate the stent. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. No problem found. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the iris stent was not illuminating correctly. Procedure was completed successfully with no adverse consequences, medical intervention, or surgical delay.